Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power failure.

Manufacturer narrative:
Additional contact details: (B)(6). Occupation: nurse. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had power failure. A getinge field service engineer (fse) stated, iabp console was not fully seated in the cart causing the batteries not to charge. The attached power activity log indicates the same. Iabp console was seated in the cart and ac power and battery charging were verified. This corrected the issue. Device passed functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. There was no patient involvement.